Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that when they go to charge their ins at night time it was still showing 100% when it was supposed to be around 30%. Patient stated that both controller and ins was showing 100% yesterday. Patient mentioned they started working and they notice an increase on pain and they increase morphine dosage as well. Patient unlock the controller and saw that the therapy was off. Patient turned on the therapy successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they got a message on the controller to replace the battery pack yesterday. Patient said they has had a couple of error messages lately, but doesn't remember what the other messages were. Patient's daughter came on the line and said patient's stimulator had been turned off for some reason and they didn't know why. Technical services reviewed with caller that if patient let the battery deplete, then therapy would turn off and patient would need to turn therapy back on. Caller said patient started using pain meds and patient is out of her mind. Patient was not able to start a recharge session at the time of the call. Patient will call back if they needs further assistance. Patient's daughter said she'll write down error messages that comes up and then call back at a later time. Ts was not able to get further information.